Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and observed that it was damaged. There was rust on both sides of the pcb.

Event description:
It was reported that the device would not power up. There was no patient use associated with the event.